Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the system wouldn't power on. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 26jun2019, date of report : 28jun2019. The customer confirmed the reported power issue. The customer reported that the power management (pm) pcba was replaced and the unit was returned to service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.